Event description:
The account alleged that the weld holding the brake steer caster broke causing the wheel to buckle in. No pt impact.

Manufacturer narrative:
The technician replaced the lower base assembly to resolve the issue.